Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, it was reported that pump batter was fluctuating resulting in pump shutdown. Customer's blood glucose was 203 mg/dl. Reportedly, pump battery successfully charged and customer resumed insulin therapy.